Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received by a healthcare provider (hcp) on (B)(6) 2021 regarding a patient who was receiving baclofen (unknown concentration or dose) via implantable infusion pump. It was reported that the patient's pump started alarming "two days ago" and it was alarming the critical alarm every two minutes. The patient's managing physician was contacted and the patient was scheduled for (B)(6) 2021. The hcp wanted to know if the emergency room would be able to refill the patient's pump in the meantime. The hcp was advised to call the patient's managing physician again to discuss the urgency of the situation before heading to the emergency room. Of note, the patient has oral baclofen and gabapentin. No symptoms/patient complications were reported. Additional information was received via a healthcare provider on 2021-jul-08. Regarding the cause of the critical alarm, if it was the low pump reservoir alarm, empty pump reservoir alarm, next refill date alarm, etc., it was indicated that it was. Actions taken to resolve the issue included pump refill. The alarm had been resolved.